Event description:
It was reported by the customer that the device had an error code 570.6500 on etco2 unit. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 570.6500 on etco2 unit technical support- resolution 1. Tech has error code 560.6500 on etco2 unit 2. Error is cause with the etco2 board on unit its took too long to perform an action. 3. Will need to be replace 4. Tech perfer to send unit in for repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the customer that the device had an error code 570.6500 on etco2 unit. There was no additional information provided and no patient involvement.